Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It has been reported that the battery of the patient's omnipod dash personal diabetes manager was swollen, resulting in a bulging battery compartment. Furthermore, the device is unable to hold a charge. The patient indicated that they were using a green charging cable, which is not provided by insulet. The device has since been replaced.